Event description:
Reportedly on (B)(6) 2011, the physician observed oversensing episodes in recorded episodes. He asked whether these oversensing episode were due to the (B)(4) feature or not.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.